Event description:
It was reported that, prior to the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated. However, it was unsuccessful, a software update was requested and performed, after the software update, telemetry remained unavailable. Due to this, it was decided to not implant this device, and another one was implanted instead. Later on, another interrogation was attempted, this time a red screen was displayed and a message was displayed requesting to not implant the device. A battery issue is being suspected. Review of the data was requested to technical services and this device was returned for analysis. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, prior to the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated. However, it was unsuccessful, a software update was requested and performed, after the software update, telemetry remained unavailable. Due to this, it was decided to not implant this device, and another one was implanted instead. Later on, another interrogation was attempted, this time a red screen was displayed and a message was displayed requesting to not implant the device. A battery issue is being suspected. Review of the data was requested to technical services and this device was returned for analysis. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Information was corrected from the following fields: h3: device eval by manufacturer?

Event description:
It was reported that, prior to the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated. However, it was unsuccessful, a software update was requested and performed, after the software update, telemetry remained unavailable. Due to this, it was decided to not implant this device, and another one was implanted instead. Later on, another interrogation was attempted, this time a red screen was displayed and a message was displayed requesting to not implant the device. A battery issue is being suspected. Review of the data was requested to technical services and this device was returned for analysis. No patient involvement.